Event description:
Rph spoke to pt and pt stated that pump made a large clang, and then stopped working on sunday evening. There was 5ml left and pt threw it out. Without calling on call pharmacists to assist in finishing up infusion. Pt has 1 more vial to infuse and rph stated that since medication not pulled out of vial yet. She can wait until tomorrow for pump, or manually infuse today. Rph explained how to manually infuse and pt stated that she will probably just wait for the pump tomorrow. She also asked about getting replacement for 1 gram that she threw out. Rph stated that because pt did not call rph on call to assist, and threw out the medication. Insurance may not cover that product; however, rph stated that (B)(6) will assist and address that issue along with schedule the pump exchange. Dose or amount: 9 grams (45 ml), frequency: every week, route: subcutaneously. Dates of use: from (B)(6) 2017 to current. Diagnosis or reason for use: d80.8, d80.1.